Event description:
It is reported that the device was implanted in 2000 and was revised in 2008.

Manufacturer narrative:
Evaluation summary - no product and x-rays were returned for the evaluation. The probable cause of the revision was loosening and wear as indicated on the complaint. Wear performance of a component is dependent on may factors, including patient activity and patient weight. Many which are out of control of the manufacturer. Based on the available information the cause of the loosening cannot be definitely determined. H6: evaluation codes - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.